Event description:
It was reported that on (B)(6) 2025, a 5-4 mm amplatzer pda occluder was implanted. Fluoroscopy was used during implant. Stability check was performed prior to release and no leak around the device was observed. Approximately 10 minutes post-implant, it was observed that the device dislodged and had embolized into the lpa. The user alleged that the cause of embolization was that the device was too small. The occluder was attempted to be snared, however it was unsuccessful and the patient was referred for surgical removal. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device migration (embolization), few minutes after the implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received the cause of the reported embolization is likely due to the sizing of device that led to the device embolization. However, this could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the migrated device was surgically removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 5-4mm amplatzer pda occluder was implanted. Fluoroscopy was used during implant. Stability check was performed prior to release and no leak around the device was observed. Approximately 10 minutes post-implant, it was observed that the device dislodged and had embolized into the lpa. The user alleged that the cause of embolization was that the device was too small. The occluder was attempted to be snared, however it was unsuccessful and the patient was referred for surgical removal. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.